Manufacturer narrative:
Post-market surveillance data and information gathered from the investigated complaint suggest that the gas spring failure and hinge breakage were most likely a consequence of force being applied to elements of the bed. The circumstances in which the bed got damaged are not known. It was reported that it is likely that 2 people were lying in bed, causing the hinge to break. However, this statement was the technician's assumption and could not be confirmed. According to the instruction for use (IFU, 746-585-en rev.14) maximum recommended patient weight is 185kg. Therefore, if 2 people were using the bed and their combined weight exceeded the recommended weight, it is possible that the backrest could not withstand the load, causing the backrest hinge to break. IFU also contains below warning regarding operating of the bed: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement." In summary, the most probable cause of hinge breakage might have been an excessive force applied to the backrest. However, based on provided information, this potential hypothesis could not be confirmed. To sum up, arjo device did not meet its specification since elements of the bed got damaged. There was an indication of patient involvement. This complaint was assessed as reportable due to an allegation of backrest hinges failure during use with patient. The device is distributed outside of the us and no gudid information exists.

Event description:
Customer reported a broken left backrest hinge on the enterprise 8000x bed. It was indicated that when the incident occurred 2 people were lying in bed. No injury was reported. Arjo technician visited the site to inspect the device. Upon inspection, it was found that, in addition to the broken hinge, gas spring connection is also broken. The bed was repaired and sent back to customer.